Event description:
It was reported that "unknown material, which looked like a piece of trash, was observed inside the package when it was opened." No patient injury was reported.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.

Manufacturer narrative:
The tray was returned for evaluation without any attached components. Catheter or other components were not returned with the tray. Tape was attached on the tray and one particulate was attached on the tape. A cardboard-like particulate approximately 1mm long was visible on the tape attached to the tray. Visual examinations were performed under microscope at 10x magnification. Chemistry testing found the substance showed similar absorption characteristics when compared to cellulose-like material. Although the complaint was confirmed, there are no indications that this is related to the manufacturing process. The origin of the particulate could not be conclusively determined. No actions will be taken at this time. The lot number was not provided; therefore, a device history record review could not be performed.